Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 575 mg/dl (advantage) and 149 mg/dl (friend's advantage meter) no actions taken based on device results. No adverse event reported. Friend's advantage meter was not available to obtain meter and strip information; therefore, there is only one emdr for this incident. Requested return of suspect device and replacement was sent.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted on (B)(6), 2010. It is unknown whether the patient was reimplanted with another device as of the date of this report.